Event description:
It was reported that during the carotid stenting procedure with xact stent implantation in the mildly calcified right internal carotid artery, the patient experienced bradycardia and hypotension. The bradycardia resolved the same day after treatment with two doses of atropine intravenously. The hypotension resolved after four days of treatment with dopamine, pseudoephedrine, midodrine. The patient was discharged home in stable condition four days after the carotid procedure. There was no additional information.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of bradycardia and hypotension are known observed and potential adverse events of stenting procedures as listed in the xact carotid stent system, instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.